Event description:
I had lasik surgery (B)(6) 2009. I was pleased with the procedure. I was having vision problems 2013/2014 and found glasses not helping. Went to mercy healthcare in (B)(6) and was told cataract surgery would correct the problem. After having cataract surgery on (B)(6) 2014 and 2nd eye on (B)(6) 2014, I have been unable to drive at night! The lights, halos, blurring lights etc., have made it impossible to see to drive. I had no idea that I would no longer to be able to go anywhere after dark or before sunrise. I did tell the surgeon about the previous lasik, but not sure he waited for the report before preforming my procedure.